Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a microclave® clear neutral connector where the reporter stated that the mother of the patient noticed leaking from right arm peripherally inserted central catheter (PICC) lumen when giving 0800 medications. The patient involved was one year old and male. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement, unknown human harm and unknown delay in therapy.

Manufacturer narrative:
D9 - date returned to mfg: 12/3/2024. Received one (1) used. List #mc100, microclave¿ clear neutral connector. As received, the microclave spike is damaged, and broken. Also, the collar of the microclave was observed to be broken off the spike. The deformation on the area showed beach marks. The complaint of a leaking microclave can be confirmed. Without the return of the mating device, the probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.